Event description:
The device was applied during a right hemi-colectomy procedure. Reportedly, the instrument did not fire properly. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
11/5/96. Additional information entered in d9, e1 address & phone #), f5. Corrected data in e1 (initial reporter name). Device evaluation indicated and codes entred in d3 & d6.